Manufacturer narrative:
Continuation of d10: product ID d-evprop23-29; product lot/serial number unknown; product type: delivery catheter system; product ID l-evprop23-29; product lot/serial number unknown; product type: compression loading system; select patient information cannot be documented in the file due to regional privacy regulations. This regulatory report is being submitted as part of a retrospective review and remediation per d00955245 related to CAPA pr 564122. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the first night following the implant of this transcatheter bioprosthetic valve one episode of n on-sustained ventricular tachycardia was identified on telemetry. The episode lasted 5.6 seconds and reached a rate of 168 beats per minute (bpm). The patient woke and felt ¿very¿ warm with nausea and a headache. After 2 hours, the patient felt well. Telemetry was maintained and the patient was closely monitored. A diagnostic blood sample noted a magnesium level of 0.77 millimiles per liter (mmol/l). An infusion of magnesium was administered. The event was resolved the same date. The physician reported the event prolonged hospitalization but was not related to the medtronic products and unlikely related to the implant procedure. The cause was not reported. No additional adverse patient effects were reported.